Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown liner- unknown part, unknown lot; unknown stem- unknown part, unknown lot; unknown shell- unknown part, unknown lot. The reported event was confirmed from x-rays received. No devices or photos were received; therefore the condition of the components is unknown. Since the lot number is unknown, device history records cannot be reviewed. X-ray review by a third party surgeon confirms that there is dislocation of the femoral head from the acetabular cup. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08499. Insufficient information.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, no revision has been reported to date. X-ray review by a third party surgeon has found that there is dislocation of the femoral head from the acetabular cup.